Manufacturer narrative:
The gore® excluder® aaa endoprosthesis component hgb161207 was returned to gore and an engineering evaluation was performed. The device investigation showed that there was blood on the returned device and the device had been pulled off the catheter. The delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
UDI for gore® excluder® iliac branch endoprosthesis hgb161207: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a common iliac aneurysm on the right side and was treated with gore® excluder® aaa endoprostheses. Following deployment of a ceb231210 iliac branch component in the intended location in the right common iliac artery, the internal iliac artery was cannulated. When attempting to advance the hgb161207 internal iliac component up and over the aortic bifurcation using a dsf1245 sheath, the hgb161207 could not be advanced into the hypogastric artery as a wire wrap inside the sheath was encountered. The surgeon then decided to rotate the graft in an attempt to undo the wire wrap, which led to the graft and the leading olive separating from the delivery system. After the delivery system had been removed from the patient, the stent was found to reside in a deployed state inside the sheath together with the catheter¿s separated leading end. Therefore, the sheath was also removed from the patient and the stent pushed out of the sheath. Subsequently, the sheath was re-advanced into the patient and the procedure continued as planned.